Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). H3:. Analysis was performed on [product ID: 97755, serial/lot#: (B)(6)]. Analysis found, that there was a recharge antenna failure, rms voltage at the h field probe and the insulation was pulling out of the donut. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). For spinal pain. It was reported, that patient was trying to recharge the implant (ins) yesterday and it would not do it. It kept going back to trying to find the device. It kept saying, looking for device and would not do anything. Pt felt the controller and recharger started getting hot. It was hot right at the end of the recharge cable where it connects to the paddle. An email was sent to repair to replace the recharger.